Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged possible over delivery, low bgs and cosmetic damage located at the retainer ring found on dec 28, 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. In further full review of the insulin pump history/traces on the event date of dec 28, 2021, there is no unexpected alarms/suspends and found bolus wizard deliveries of daily total of bolus insulin delivered = 3.2 u. 12/28/2021 05:03:24.000 normal bolus delivered, normal bolus amount programmed = 0.1, bolus amount delivered = 0.1; 12/28/2021 05:13:32.000 normal bolus delivered, normal bolus amount programmed = 0.2, bolus amount delivered = 0.2; 12/28/2021 09:31:44.000 normal bolus delivered, normal bolus amount programmed = 0.2, bolus amount delivered = 0.2; 12/28/2021 10:09:39.000 normal bolus delivered, normal bolus amount programmed = 0.3, bolus amount delivered = 0.3; 12/28/2021 17:34:58.000 normal bolus delivered, normal bolus amount programmed = 2.1, bolus amount delivered = 2.1; 12/28/2021 19:56:52.000 normal bolus delivered, normal bolus amount programmed = 0.1, bolus amount delivered = 0.1; 12/28/2021 20:21:31.000 normal bolus delivered, normal bolus amount programmed = 0.2, bolus amount delivered = 0.2. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Cosmetic damage at the retainer ring was not confirmed, however, other cosmetic damage was noted. The insulin pump passed all the required testing. Unable to verify customer alleged for low bg. Customer alleged for possible over delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. Customer reported that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The device will be returned for analysis.